Event description:
It was reported that, "the pt fell in (B) (6) 2008 and twisted her left knee. Dr tried to treat conservatively with a brace, but decided at this time that a revision was needed. Insert swapped out for new. It is understood by pt and surgeon that this revision was not as a result of a failure of the component itself."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.